Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump¿s black box showed several cs 088 alarms. During testing, the pump performed the ez-prime¿ sequence correctly with no alarms occurring. The pump cover was removed and moisture corrosion was found to the display connector and chip on the printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim and discolored. The complaint of the cs 088 call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).